Event description:
A medtronic representative reported that during a spinal fusion procedure the spine clamp instrument screw was damaged. The site opted to discontinue the use of the clamp and use a different clamp instrument for the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Lot number and device manufacture date provided. The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the adjustment screw threads were worn down in the middle of the travel allowing some play with the clamp face. The reported event was confirmed. The most likely cause of the report was over-torquing the device during use. The device was replaced to resolve the issue.